Event description:
It was reported to boston scientific corporation that a rx pre-curved ercp cannula was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, the blue color at the tip of the catheter began to peel during the procedure; however, the blue coating did not fall off the device into the patient. The procedure was completed with this device. There were no patient complications reported as a result of this event. The complainant states that there was "no harm" to the patient.

Manufacturer narrative:
A visual examination of the returned device found that the working length had three twists in it. A kink was also found approximately 49.8 centimeters from the distal tip of the device. A microscopic evaluation found that the paint appeared to have been scraped away from the ro marker just proximal to the distal tip. The scrape appeared to be rectangular in shape. The rectangle was measured and found to be 0.5 by 1.5 millimeters in size. The distal edge of the tip was found to have two areas were the paint appeared to be flaking. The customer complaint was confirmed. The distal tip appears to have been scraped during use, but the exact root cause cannot be determined. A product history search was performed and found no similar complaints against this upn number.